Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was that the patient had surgery on thursday and had not been able to discuss with their manufacturer representative (rep) how to use it, but they had "some complication," so they had the stimulation turned off. The patient had been trying to contact the rep to ask them some questions. They turned stimulation off thursday because they were having jolting, and it had been off since. They got pins and needles which their doctor told them was a side effect from the medication. Since it had been off there was no stimulation at all, so it would not trigger any typeof symptoms, correct? Because now they were having "like internal vibrations," like the machine was on even though it had not been on. The patient stated/asked, "you can't get stimulation from the battery when it is off or from the leads moving or something?" When they had the trial, the rep told them the lead could move. The patient said they did not know if the lead moved, and it was touching a nerve. The patient wanted to confirm that the stimulator would need to be on to have some kind of symptom. They said they had no pain. The first day when they were having the internal vibrations it was too high so the rep had them turn off the stimulation. They kind of felt the same now. They felt like their insides were shaking. They did not know if it was from the system, but it had been off. They tried to text and call the rep. The patient talked to the rep on sunday and they said to let them know what the doctor said. The patient went to see the doctor for a follow-up and texted the rep early today to ask if it was ok if they called them later today. The patient called the rep twenty minutes ago, but they did not answer. The patient was not told how to use the device, and the rep said they would go over it when they were feeling better. The patient told the rep when it first happened right after the surgery on thursday; they called the rep right after the surgery. The rep was the one that told the patient to turn off the stimulation and it had been off since then. The patient went to their urologist on monday and they were not having the internal vibrations yet. It was just the pins and needles. The doctor said it was definitely not the device because the device was off, and to go see their primary care doctor. The patient said they did not know if the lead moved, or the battery moved. The patient thought they might be having sensitivity to the system, maybe like the body was not used to having a battery in it. The patient said they were just going to give it time. They were on a lot of medication from the anesthesia, and they went out in the sun. Their doctor said it could be a side effect from the sun. Later on that night the patient did not know if they overdid it because they were walking around a lot and then the vibrations started. The vibrations had not stopped. If they laid down it was constant, if they were walking it was constant. Thursday and friday they were fine, and then saturday was when it started. The patient was supposed to see the doctor but they were not there so the patient had been seeing the pa (physician assistant). They had the follow-up appointment with the pa on monday. At that point it was just the pins and needles, not the vibrations. The pa said it could have been from a pinched nerve or the medication from being out in the sun. They made an appointment with the primary care doctor. They thought they could get some feedback from the rep. The patient said they had been healing great. They hurt a little bit but did not need the pain medicine, they just took acetaminophen. The patient went to their primary care doctor and they referred them to a neurologist. When asked how they turned the stimulation off and if th ey were sure the stimulation was off, the patient said they showed them how to turn it off when they had the surgery, and it was completely off. The issue was not resolved through troubleshooting. No further action was taken by the manufacturer help line. The patient said they walked a lot, and only twisted to go to bed. They said their doctor would teach them how to use the stimulator on (B)(6) 2022.